Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the tamper seal removed/broken, the battery was missing, and the case bottom cracked by l-bracket. The pump event history log review showed a force sensor bridge test error in history. There also was a back-up audible alarm error in history during start-up. The technician confirmed the reported issue when pressure was applied to force sensor would not come off zero pounds. The technician replaced main board and plunger cable and that cleared up the problem. The root cause of the reported event is normal wear, and the pump is over 13 years old. The technician replaced plunger cable and main board. The device passed all functional/delivery tests.

Event description:
It was reported that a force sensor bridge malfunction / control board error was displayed. No patient injury was reported.